Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation with information received from the customer.based on the additional information, the cause of foreign material exiting from the air/water nozzle was likely from the user improperly reprocessing the device which caused the nozzle to clog with foreign material. The foreign material was due to seeds left in the patient's colon. When the distal end was pressed against the colon, the seeds stuck in the air/water nozzle. The specific root cause of inadequate reprocessing could not be determined at this time.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the air channel is partially clogged. The air capacity was found below standards. The current olympus boroscope to check channel internally will not fit the air/water channel due to its diameter. ¿foreign material¿ was found. In addition, ¿a-rubber¿ glue was found with a crack and control knob was found loose. Dents on distal end plastic cover were observed and chips at edge of the object lens were noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, flow is present but has issues, damaged air channel plug were reported on the device. The issue occurred during an unknown event. There was no patient involvement associated on this reported event. No user injury reported. Device evaluation found device air channel partially clogged, foreign material was observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of foreign material exiting from the air/water nozzle was likely from the user improperly reprocessing the device which caused the nozzle to clog with foreign material. The foreign material could be from gauze used for reprocessing, a piece of peripheral device, body fluid or adherent matter from used chemical agents. The specific root cause of how the foreign material entered the device could not be determined at this time. The following information is stated in the instructions for use regarding inspection of the device which may have prevented the event: "operation manual. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ the following information is stated in the instructions for use regarding reprocessing of the device which may have prevented the event: ¿reprocessing manual: manually cleaning the endoscope and accessories. Clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
Customer confirmed the issue was found during reprocessing of the device after a colonoscopy procedure. The procedure was completed with the same device and no injury to the patient.

Event description:
Additional information has been reported by the customer: the customer reported the intended procedure was a colonoscopy for a gastrointestinal bleed. The customer did not specify if the procedure was therapeutic or diagnostic. The customer confirmed the patient was not cleaned out and had seeds in their colon which was found as the foreign material stuck inside the air channel.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. B5 : updated with information obtained from the customer.